Manufacturer narrative:
Adverse event problem: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 10 retained tubes from the same lot number of the bd inventory were functionally tested and the issue of failed stopper function was not observed. Bd was unable to confirm customers indicated failure mode based on the retained samples test results. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after blood collection with 3 bd vacutainer® 9nc 0.109m plus blood collection tubes the there was a loose closure and tubes spilled on hands. There was no impact to user or patient. The following information was provided by the initial reporter, translated from chinese to english: stage: after blood collection, before sending for inspection, and when information is received. Flaws: bleeding. Quantity: 3 pieces. Impact: no impact on the patient. The teacher receiving the information received the blood collection tube and spilled blood on his hand, because he was wearing gloves at the time and did not directly touch the skin.